Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes. There was no alleged device malfunction contributing to the irritation. Initially the patient used cortisone cream and monistat on the irritation. A follow up call to the patient confirmed, the patient might have had a reaction to the heart cath procedure. Additionally, the patient's physician prescribed triamcinolone acetonide cream .1% and confirmed that the skin irritation had slightly improved.